Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed a horrible rash/burn from the electrodes. The patient contacted her doctor who instructed her to stop wearing the unit. The electrodes were causing blisters and sores. The patient wore the electrodes 24/7 with the cover patches. The electrodes were rotated. The patient stated that she does not have sensitive skin. The patient says she had a bad itch with the blisters that she rubbed and scratched. The patient tried to treat to stop infection by using sorenase cream. The skin began to heal a little. The patient contacted her doctor regarding the itching. The doctor gave her medication, 4 pills for four days. The patient was advised by zimmer biomet to rotate and change the electrodes 2-3 times every day. The patient stated that she would stop wearing the unit until her skin completely heals. Zimmer biomet sent the patient replacement 63b electrodes. The patient will call if there are any issues. It was reported that no further information is available.

Event description:
It was reported that the patient developed a horrible rash/burn from the electrodes. The patient contacted her doctor who instructed her to stop wearing the unit. The electrodes were causing blisters and sores. The patient wore the electrodes 24/7 with the cover patches. The electrodes were rotated. The patient stated that she does not have sensitive skin. The patient says she had a bad itch with the blisters that she rubbed and scratched. The patient tried to treat to stop infection by using sore cream. The skin began to heal a little. The patient contacted her doctor regarding the itching. The doctor gave her medication, 4 pills for four days. The patient was advised by zimmer biomet to rotate and change the electrodes 2-3 times every day. The patient stated that she would stop wearing the unit until her skin completely heals. Zimmer biomet sent the patient replacement 63b electrodes. The patient will call if there are any issues. It was reported that no further information is available. A sales representative reported that the patient had a severe reaction to the electrodes and needed surgery to correct it. The patient was tested for electrode allergies; she was negative for the ortho cover and positive for the 72r stimulator and soft-touch electrodes. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.